Event description:
It was reported that the motor drive unit was being used during a demonstration and it was noted that the blade was not rotating at its optimum speed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.